Event description:
Pt had multiple myeloma. Pt undergoing chemotherapy. Pt had placement of hickman port in 10/97. Pt developed infiltration of the chemotherapy medications and significant edema & inflammation surrounding the port. Pt developed bullae on the overlying skin. Pt was admitted for debridement and removal of port.